Event description:
It was reported that a patient underwent a carotid suture procedure on an unknown date and suture was used. During the procedure, the thread broke, forcing the surgeon to remove the first overjet in order to remake another one completely. Risk for the patient and prolonged carotid clamp time. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(4) 2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: new information received on (B)(6) 2022 : was there any change in the patient¿s post-operative care due to the prolonged procedure? No post-operative consequence. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No post-operative consequence. How long (in minutes) did the surgery prolong? A few minutes could you please confirm if any other surgery was schedule to re-suture or did the remake was under the same surgery? Please clarify no post-operative consequence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 08/19/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one needle-suture in two section of product was received for analysis. During visual inspection to the returned sample, marks were observed on the body needles and the end of the suture pieces was observed cut by a surgical instrument. In addition, body fluids were noted along of suture pieces. Functional test was performed in one of the suture pieces and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.